Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: one pump reboot event was observed in the device's black box on (B)(4) 2015. The pump powered on with the returned battery cap, but the cap was unable to fully tighten due to damaged threads. There was a battery compartment crack observed from the thread area to the case seal. The battery compartment's threads were also damaged. The pump was exercised for 24 hours with no power issues duplicated.